Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "sensor error" message with the adc device and was therefore unable to obtain readings. As a result, customer experienced blurred vision and weakness and was unable to self-treat, requiring administration of glucose by a healthcare professional for treatment.

Event description:
A customer reported a "sensor error" message with the adc device and was therefore unable to obtain readings. As a result, customer experienced blurred vision and weakness and was unable to self-treat, requiring administration of glucose by a healthcare professional for treatment.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs (device history review) showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. This serves as a correction report. Section h10 (additional mfg narrative) and h4 (device mfg date) was incorrectly documented in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.